Manufacturer narrative:
Prior to checkout by ge healthcare (gehc), the hospital cleaned the expiratory check valve. A gehc service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. The inspiratory and expiratory check valves were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 voice mail, (B)(6) 2018 voice mail, (B)(6) 2018 voice mail. (B)(4).

Event description:
The hospital reported that, during a case, a buildup of pressure was noted in manual mode. There was no reported patient injury.